Manufacturer narrative:
The customer reported that the inspiration valve or device leaky alarm on the bellavista unit happened during annual preventive maintenance and the issue would be corrected prior to clinical use.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not yet been returned for investigation. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the inspiration valve or device leaky alarm on the bellavista unit. As of this time, there is no information regarding patient involvement.